Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while attempting to deliver the left ventricular (lv) lead into the distal branch of the coronary sinus, the catheter caused a perforation. A small pericardial effusion was noted under ultrasound. No pericardiocentesis was required. The lv lead implant was abandoned. No further patient complications have been reported as a result of this event.